Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy, the surgeon could not activate the reload on the liver. It was reported that the stapler did not fire. Another reload was used to complete the case. There was no patient injury.